Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump was received with broken battery tube thread, broken reservoir tube lip, missing reservoir tube lip o ring, cracked case near the display window corners, and cracked on display window noted. The reservoir stay lock in place noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the reservoir will not lock in place. The customer states the rubber ring in the reservoir compartment fell out, and there is a piece of plastic missing from the reservoir compartment. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted, and the pump was found to be working as designed. The device is being replaced due to the damage, and it is being returned for analysis.